Event description:
The customer reported that the system locked up in between cases. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The reported issue could not be duplicated. The ps1 power supply dc voltage was increased to 5.1 vdc, the fuses and power supply plugs were reseated, and the nodes were reflashed. The system was tested and found to be working as intended and put back into service.